Event description:
During routine testing, the user noted that the unit would not turn on. There was no pt involved. Tests on the device indicated that the 12 yr old battery had a very low capacity. This is normal with a battery of such an age. No add'l investigation is anticipated. The event is not occurring more frequently or with greater severity than is usual for the device.